Event description:
It was reported that the reservoir had occlusion. Customer had changed set and got alarm no delivery. Troubleshooting was done. Customer's blood glucose was 355 mg/dl. Customer has not treated yet due to there was no delivery during bolus. During the troubleshoot it was found that the cannula was bent. During the prime the insulin exited. Advised the customer to change the entire infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).